Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus epidermidis as staphylococcus lugdunensis when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(4)). Repeat testing with the bruker system, twice, obtained the identification of staphylococcus epidermidis. The customer stated that the patient's physician was going to treat the patient based on the original identification (s. Lugdunensis) and the physician asked for susceptibility testing. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of staphylococcus epidermidis as staphylococcus lugdunensis when testing a patient isolate with the vitek® ms (ref 410895, serial 50155). An internal biomerieux investigation was performed. Conclusion on the fine tuning: the analysis of the calibrator mzml files indicates that no fine tuning was needed during the tests made on 15 sep 2019. However, it is not possible to evaluate the status of the fine tuning for the tests made on (B)(6) 2019 because the sample preparation was too heterogeneous. Conclusion on spot preparation quality: the customer's spot preparation quality was non-optimal. The calibrator "all peaks" values were heterogeneous. Consequently, the sample preparation needs to be verified. Conclusion on the identification: regarding the complaint description, the expected identification is unknown, it is not possible to conclude on the identification. However, based on vitek® ms results and information provided by the customer, both identifications seemed to be reliable, the identification issue observed could be linked to a mixed culture (two type of colonies on the same plate). The specimen could have been contaminated by s. Epidermidis during sample collection because s. Epidermidis is part of the skin flora. The purity of the culture needs to be confirmed and then a new test on isolated colonies needs to be performed suspected cause of the issue: non optimal spot preparation. Non optimal fine tuning. Operator error (mixed culture).